Manufacturer narrative:
(B)(4). Batch #: p93a63. The following information was requested, but unavailable: did the patient suffer any adverse consequences? Investigation summary: the hand piece was received with the cable insulation damaged. However this did not create a functional issue. The device was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Possible causes that may have contributed to the cable damage include the cable being ran over, or getting tangled by the cart wheels. It is probable that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure the cable of the hand-piece was stripped. No further information available.